Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having difficulty breathing/short of breath and chest hurting . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath and chest hurting related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Unknown grey spots on the front panel, and the top enclosure and dark grey dust-like contaminant around the air inlet was found. A dust-like contaminant was found on the blower and blower box. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.